Event description:
During ankle procedure the customer went to use the motor drive unit and it did not have any power. They troubleshot and nothing worked. The customer had to borrow a unit from another facility, which delayed the case 45-minutes. No further problems occurred once the new instrument was used; pt was released with no problems and is doing well.